Manufacturer narrative:
The biomedical engineer (bme) called in stating that the bedside monitor (bsm) lcd went out. Since the unit was connected to a central nurse's station (cns), the bme was able to transfer the patient to another bedside and swap this broken unit out. The bme sent the unit in for evaluation. The unit was received, cleaned and evaluated. The reported problem of no video display was duplicated. All malfunctioning components were replaced. Unit was sent back to the customer.

Event description:
The biomedical engineer (bme) called in stating that the bedside monitor (bsm) lcd went out.